Event description:
It was reported that the swg kinked upon insertion of the catheter. The event occurred in the intensive care unit. The swg and the catheter were removed. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).